Event description:
During a procedure to explore endometrial polyp or fibroid, a speculum was placed in the vagina. Anterior lip of the cervix grasped with a single-tooth tenaculum. Cervix dilated to #21. Hysteroscope placed inside. The fibroid was noted. I was not sure if it was a polyp or fibroid at this point. Several attempts were made to excise the polyp using the scissors through the hysteroscope; however, it was clear that it was a fibroid and it was quite fibrous and it could not be removed; therefore, the uterus was dilated to #31, and the resectoscope was then placed inside, a portion of the fibroid was resected. When the resectoscope was removed, it was noted by the scrub tech that there was a plastic portion of the resectoscope that had shattered and was missing. We looked around at this point, and noticed one small shard on the drape, but we did not see the entire piece that was missing. The case was then continued. An x-ray was ordered and the x-ray was read as a possible foreign object. No object was located during subsequent explorations. Did recover a majority of the plastic tip that was found on the drape. Manufacturer response for 8mm resectoscope, (brand not provided). Nothing as of yet.